Event description:
The recipient is reportedly experiencing electrode extrusion. The recipient has a surgery scheduled for a repair perforation of the tympanic membrane.

Manufacturer narrative:
The recipient reportedly resumed device use following surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly underwent surgery on (B)(6) 2018, to repair the perforation of the tympanic membrane. This is the final report.